Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to expose intermittently. The log files also confirmed the reported issue. It was also identified that there was a q1 short circuit and over current error. The philips field service engineer (fse) inspected the system onsite but could not replicate or reproduce the issue mentioned by the customer. The system was working as intended without any issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an intermittent exposure problem. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hv cable which returned the device to expected functionality.